Event description:
It was reported that during a cholecystectomy the clip was ejected from the jaw of the device. Another device was used to complete the case. No pt consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.